Manufacturer narrative:
((B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the articular surface would not seat with the tibial plate. Another surface was used to complete the case. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: and corrected: medical product - tibia cemented 5 degree stemmed right size d # item (B)(4) lot 63689293 complaint sample was evaluated and the reported event was confirmed. Visual evaluation indicate flared dovetail feature. Inferior surface exhibits polish marks. Dings were found near dovetail. A mark is noted on the inferior surface near the railings on one side. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.